Event description:
The customer reported that she went to urgent care due to high blood glucose levels, with a reading of 478 mg/dl. The customer also reported a crack on the insulin pump case, near the battery compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. However, the insulin pump passed basic occlusion and displacement test. Missing end cap sticker and cracked battery tube threads.